Event description:
A surgeon reported that during implantation of an intraocular lens (iol), the iol was sticking to the posterior capsule. When he attempted to dial it into place, he could not move it very well because there was wrinkling of the capsule. It is not know if there was pt impact/injury associated with this event.